Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service. Applications support manager (asm) discussed with complaint reporter possible actions to prevent dlk like dropping the bed and side cut energy further. Surgeon also spoke with one of the medical advisors concerning dlk location and type. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported a patient presented with chronic diffuse lamellar keratitis (dlk). Surgeon provided no details on date or eye affected. Surgeon reported that patient was treated with topical drops and there was no loss of best corrected visual acuity (bcva).

Manufacturer narrative:
Device evaluation: field service specialist (fss) visited the account and checked system. Found flap thickness thicker than specs. He updated z offset and adjusted flap thickness to specs, checked oscillator health, optimized high reflector and pockel cell, checked alignment through energy stage and delivery system, checked autocorrelation and bistable region, checked and optimized pre-expander calibration, checked beam profile, checked gel uniformity and flap thickness. While on site performed 3 months preventive maintenance.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.